Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: customer reported several messages that appeared on the device: wrong expiratory valve, sensor failure mode ventilation ended, disconnection on ventilator side, check flow sensor tubing. After the logfiles have been reviewed, only one technical fault was found, with internal reference number #(B)(4) - o2 valve leakage.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields b4, g6, h2, h4, h6 and h11 have been updated. The issue occurred outside ventilation, when the device alarmed both visually and audibly (continuous) and displayed technical event 231008, indicating an o2 valve leak. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No log files were provided for analysis. The failure was identified as a high-priority technical event occurring during the self-test and ventilation phases. Based on the reported error code, the issue may be related to a defective o2 proportional valve within the mixer assembly or a leak in the lpo inlet. An o2 mixer assembly was ordered as a correction. However, no confirmation was received from the customer regarding whether the replacement resolved the issue. Due to the lack of diagnostic data and follow-up, the exact failure mode could not be confirmed, and the case was closed without further investigation.

Event description:
The event description according to the customer is as follows: customer reported several messages that appeared on the device: wrong expiratory valve, sensor failure mode ventilation ended, disconnection on ventilator side, check flow sensor tubing. After the logfiles have been reviewed, only one technical fault was found, with internal reference number #(B)(4) - o2 valve leakage.